Event description:
Tip cover accessory became dislodged from instrument during use. Cover is non-radiopaque. The surgeon was unable to locate the tip cover using standard x-ray. CT scan confirmed location of tip cover. A second surgery was performed to retrieve the tip cover.